Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error detected alarm. Customer called in stating that she was having issues with her insulin pump. Customer stated the battery would lose power quickly. Customer stated the also stated that she would get a power loss alarm then would have to rewind the insulin pump. The blood glucose level was unknown. Advised the customer to take the necessary steps once the call is complete to properly clear the alarm. Advised to monitor the insulin pump and call back if she experiences any other issues with battery. The insulin pump is not expected to be returned at this time.